Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis.  The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via right femoral artery. The 95% stenosed target lesion was located in the moderately tortuous and mildly calcified right anterior tibial artery. A 3mm x 40mm x 146cm coyote es balloon catheter was selected to treat the lesion. During the first inflation, the balloon ruptured at 10 atms. The procedure was completed with a different device. Dilation was performed at 20 atms. No patient complications were reported and the patients's status was good.